Event description:
It was reported that during a laparoscopic rectus surgery, at the time of the packaging of the terminal terminus anastomosis, a cdh29p stapler was operated. When it was reopened, the head came off and remained in the rectum. Since the surgery was on the rectum was low, the surgeon was able to retrieve the head transseptally, however slowing down the end of the operation by about an hour. No patient consequences were reported.

Manufacturer narrative:
Pc- (B)(4).date sent: (B)(6).d4: batch # unkd4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested and the following was obtained:please clarify what caused the 60 min delay in the procedure? This was due to retrieve the missing head was the patients post operative care altered in any way? Nothey had to recover the head that had come off, taking time to maneuver anal expansion and recovery with a head pincer. The patient did not suffer any damage and his postoperative was not altered.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.